Event description:
Pt needed to have fetal scalp electrode placed. Resident placed fse and small wire clip broke off in fetal scalp. New electrode placed. Part removed without difficulty after baby was born by nursery nurse.